Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 327mm from the terminal pin. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode was suspected of a fracture/damage due to exhibiting high out of range shock impedance measurement, measuring greater than 400 ohms. The patient was admitted into the hospital for further evaluation. The patient stated that the patient had not been involved in any action that may have damage the electrode. Additionally, an x-ray was performed and at the opening of xiphoidal incision, the physician observed the electrode completely broken into two separate parts. Subsequently, the whole system was explanted and replaced. No additional adverse patient effects were reported. The electrode was return for analysis.

Event description:
It was reported that this electrode was suspected of a fracture/damage due to exhibiting high out of range shock impedance measurement, measuring greater than 400 ohms. The patient was admitted into the hospital for further evaluation. The patient stated that the patient had not been involved in any action that may have damage the electrode. Additionally, an x-ray was performed and at the opening of xiphoidal incision, the physician observed the electrode completely broken into two separate parts. Subsequently, the whole system was explanted and replaced. No additional adverse patient effects were reported. The electrode was return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination confirmed the electrode was returned in two pieces, having been severed approximately 327 millimeters (mm) from the terminal end. Resistance testing was completed on both of the two segments to confirm they were each electrically continuous. The insulation in this area exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode was suspected of a fracture/damage due to exhibiting high out of range shock impedance measurement, measuring greater than 400 ohms. The patient was admitted into the hospital for further evaluation. The patient stated that the patient had not been involved in any action that may have damage the electrode. Additionally, an x-ray was performed and at the opening of xiphoidal incision, the physician observed the electrode completely broken into two separate parts. Subsequently, the whole system was explanted and replaced. No additional adverse patient effects were reported. The electrode will return for analysis.